Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "(B)(6)." Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. Profile information is no longer available on the site so no direct communication is possible. On blog posted (B)(6) 2008 at 04:56 pm, the complainant posted: "add me to the list. Years of acuvue 2, even sleeping in them on occasion, not a single infection. After over a year of oasys with increasing irritation, dryness, haziness, goopy eyes, gpc, I've had it. There are just too many people with the exact same story. I think my vision has deteriorated - I now can't see very well at night with my glasses, and I can't imagine the damage I've done to the delicate skin around the eye from all the rubbing and irritation. I tried every solution on the market, and nothing helped. I even tried a competitor's silicon hydrogel lens - no relief there as well. I just hope there's no permanent damage; my sincerest sympathies for those who do."

Manufacturer narrative:
The complainant's profile was no longer available on the site. Unable to send a message to this patient. Unable to request lot information or product for investigation. No product defect has been identified and no causality can be confirmed. The true seriousness of this event is unconfirmed. This event is being reported for the right mw1033553-2013-00155. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeled for single use or reuse.